Manufacturer narrative:
Additional information: h3, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a video of the sample was provided for evaluation. The visual inspection of the provided video showed an external leak at the level of the drain bag sealing near the stopcock. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st100 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex st100, the inclusive effluent bag was observed to be leaking. There was no patient injury or medical intervention associated with this event. No additional information is available.